Manufacturer narrative:
The complaint is confirmed. The alleged complaint device was not returned for investigation, however a picture was provided. Review of the picture confirmed that the distal end of the inner shaft broke loose from the device, but appeared present in the picture. It cannot be confirmed if all of the fragments were retrieved as the device was not returned for investigation. As the device was not returned for investigation the cause of the breakage could not be determined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the device broke inside the patient during a shoulder joint arthroscopy. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.